Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. It is unk how the case was completed. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.